Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the keypad was found to be worn but intact; no peeling or lifting was observed. Evaluation revealed that all keypad buttons require excessive force to obtain a response. All button key contacts were found to be misaligned, and do not spring back when pressed. There was evidence of keypad adhesive found under all key contacts.

Event description:
Patient reports that ok button is hard to press and sometimes sticks. Patient reports this has been an issue for about a month. All other buttons feel normal and respond appropriately to presses. Patient does not clean pump. Patient wears pump between underwear and pants.